Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. S-curve height of the lead was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for follow-up. An interrogation of the device revealed loss of capture exhibited by the left ventricular lead. A chest x-ray showed that the lead had dislodged. The patient was scheduled for revision, and the lead was explanted and replaced. The patient was discharged.